Manufacturer narrative:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not change color. The vcd was withdrawn and changed to manual compression for hemostasis. There was no reported patient injury. When the device was removed from the patient, the indicator wire loop was shown halfway. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling did not lock against the handle assembly and no audible click was heard. Imaging was performed on the patient. The operator had many years of experience using the device. The procedure was performed by retrograde puncture from the right femoral artery using a non-cordis short sheath. Upon slow retraction of the device at an angle of approximately 40°, the blood return indicator pulsed to a stop and then the vcd was slowly withdrawn for approximately 1 cm without a change in color of the indicator window. The operator tried several times to change the angle, but the indicator window did not change color. The device was stored and prepped according to the IFU. There were no visible signs of device or package damage prior to use. The catheter sheath introducer used was non-cordis. Regarding the puncture femoral site, the vessel diameter was verified to be greater than or equal to 5 mm. There was no visible calcium or plaque at the puncture site, no vessel tortuosity, no stent near the puncture site, and no vessel stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression within 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The physician did not have their thumb placed on the plug deployment button during retraction. The indicator window did not show any red color during retraction. The pulsatile blood flow slowed down during the retraction, but the color of the indicator window did not change. A non-sterile exoseal vascular closure device 5f involved in the reported complaint was received for investigation. Visual inspection showed that the deployment lever was received not depressed, while the guard was not locked. The plug was in its manufacturing position and the indicator wire was found deployed, and no abnormal conditions were observed on the indicator wire. A non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. The indicator window was observed in the black/white position. During this visual analysis, no additional anomalies were identified. The guard locking for the indicator wire deployment simulation could not be performed completely because the indicator was received already deployed. Nevertheless, the guard was locked, and it was observed that the click was audible. A high magnification evaluation was executed to evaluate the internal mechanism of the device. No abnormal conditions were found during this analysis. The reported event of ¿vascular closure device (vcd) no audible click and indicator wire deployment difficulty¿ was not observed through analysis of the returned device as it was received with the indicator wire deployed. The guard was found unlocked, which would mean that there would be no click if it wasn¿t locked. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to this issue experienced by the customer, however, as the device was received with the cowling/guard not locked, it is likely that any issues experienced when attempting to use the device may be related to handling factors of the cowling/guard during use as the condition indicates an incomplete depression of the cowling/guard may have occurred. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while still holding the exoseal vcd stationary, use the left hand to continue retracting the vascular sheath introducer proximally. Once the hub of the sheath introducer engages with the indicator wire cowling retract them together using one fluid motion until they lock into position against the handle assembly and an audible ¿click¿ signifies proper connection. The indicator wire will automatically deploy at this point.¿ the IFU also states, ¿while holding the exoseal¿ vcd in the right hand, making sure the thumb is not placed on the plug deployment button, continue retracting the exoseal¿ vcd and vascular sheath introducer very slowly (controlling retraction with the left hand) until the graphic pattern in the indicator window changes to a solid black color, at which point the plug is correctly positioned for deployment. Use the left hand to anchor the vascular sheath introducer and the exoseal¿ vcd in a stationary position. Press the plug deployment button to deploy the plug, ensuring the plug deployment. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not change color. The vcd was withdrawn and changed to manual compression for hemostasis. There was no reported patient injury. When the device was removed from the patient, the indicator wire loop was shown halfway. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling did not lock against the handle assembly and no audible click was heard. Imaging was performed on the patient. The operator had many years of experience using the device. The procedure was performed by retrograde puncture from the right femoral artery using a non-cordis short sheath. Upon slow retraction of the device at an angle of approximately 40°, the blood return indicator pulsed to a stop and then the vcd was slowly withdrawn for approximately 1 cm without a change in color of the indicator window. The operator tried several times to change the angle, but the indicator window did not change color. The device was stored and prepped according to the IFU. There were no visible signs of device or package damage prior to use. The catheter sheath introducer used was non-cordis. Regarding the puncture femoral site, the vessel diameter was verified to be greater than or equal to 5 mm. There was no visible calcium or plaque at the puncture site, no vessel tortuosity, no stent near the puncture site, and no vessel stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression within 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The physician did not have their thumb placed on the plug deployment button during retraction. The indicator window did not show any red color during retraction. There was no pulsatile flow observed from the bleed-back indicator. The device is being returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
On (B)(6) 2025, department of neurosurgery, (B)(6). Imaging was performed on a 60-year-old female patient. The operator had many years of experience using the exoseal. The procedure was performed by retrograde puncture from the right femoral artery using a short terumo sheath. Postoperatively, a 5f exoseal was used for blockage and hemostasis. Upon slow retraction of the device at an angle of approximately 40°, the blood return indicator pulsed to a stop and then the blocker was slowly withdrawn for approximately 1 cm without a change in color of the blocker indicator window. The operator tried several times to change the angle, but the indicator window did not change color. Finally, the blocker was withdrawn and changed to manual compression. The device is being returned.